Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment the technician found damaged blades, as a result of strain, normal wear. Causing coupling to be defective leaves broken, hole in hose, bearings worn. The device was repaired; new leaves, coupling, renewed hose, bearings, and various small parts were replaced.

Event description:
The customer reported that the device did not function at all. Report 1 of 1 (B)(4).